Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735416, serial/lot #: 1919493 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer was not able to add surgeon profile and could not move forward in the software. No hardware issue were detected. Codes: b01, c10, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was not displaying an information. When the nurse clicked on new surgeon it would not let her save it. It would not take her to a case. The initial page took the user to her select surgeon profile. There was a cd in the system. Technical services (ts) had the user take the cd out and perform a hard shutdown of the system and then restart the system. The user loaded the patient earlier in the day and kept the cd in the system. There was a reported delay of less than one hour and no reported impact to patient outcome. A representative tested the system on 8-19. The representative performed a software uninstall and reinstall, the system did not have a standard surgeon profile. The representative attempted to create a new profile, but the system would not save it. The representative uninstalled and reinstalled the software again, this time uninstalling shared resources. After completed the representative confirmed the system was on ent 2.3.0, but the issue did not resolve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: software 9733467 fusion ent app computer 9735416r zeppelin fusion rfrb h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.